Event description:
Additional information was received from a patient. It was reported that the previously reported MRI was performed and showed everything was ok; the contacts were within 1 mm of where they should be. The patient also confirmed that he previously experienced a "sharper" jolt.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a health care provider (hcp) reported the patient noticed left facial parasthesias and jolting in their left side in (B)(6) 2015. The patient had a gradual loss of therapeutic effect. The patient underwent x-ray imaging, which showed no evidence of discontinuities. An MRI of the patient's brain was done and there was no lead migration or changes to their brain. On (B)(6) 2015, impedances of electrode pair 8-9 was measured to be 93 ohms when the patient's left arm was raised. The implantable neurostimulator (ins) was programmed to 1+, 2-, 3- at 3.0v, 150 usec, and 130 hz on the left side and 9+, 10-, 11- at 2.5v, 130 usec, and 130 hz on the right side. Impedances were measured to be within therapeutic range when the patient's arm was not raised. The patient was reprogrammed, but they continued to experience parasthesias in their left face and arm. Appointments with the hcp were scheduled for (B)(6) 2015. The cause of the event was not determined. The patient did have a 50 percent or greater symptom reduction, but they were not recovered and the symptoms/issues were ongoing.

Event description:
Additional information was received from a health care provider (hcp). Information was requested for additional troubleshooting as the tingling sensation in the patient's face following a unrelated sinus infection was still ongoing. The hcp confirmed that x-rays, an MRI, and impedance measurements were performed and resulted in no anomalies. Re-checking the impedances and performing another x-ray in various head positions along with obtaining the recharging intervals and confirming the correct programming was recommended. The hcp then stated that he was wondering if the issue was due to an onset of unrelated trigeminal neuralgia, but this remains unconfirmed.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v042554, implanted: (B)(6) 2007, product type: lead.(B)(4)

Event description:
It was reported that the patient experienced a shocking or jolting sensation which the patient described as "zips/tucks/zingers" in the left side of his face. It was intermittent and had not had a pattern according to postural/position change or environment circumstances. The episodes lasted 5-15 seconds. An x-ray was done and they were told the lead was not broken. Since the x-ray had not shown anything the patient was having an MRI that was related to the device. The healthcare professional had worked on it a while and parameters were reduced at that time. There was a loss of therapeutic effect. The patient had a reprogramming for his right hand settings and after the reprogramming he was having an issue with a tremor and eating cereal. In the past the patient had met up with the manufacturing representative to assist in turning implantable neurostimulator (ins) off/on before and after minor surgeries; following one particular surgery which was back surgery that was not related to the implant, stimulation targeting had never quite been the same after the ins was turned back on. It had been the longest the patient had the implant turned off before. The implant was for nervous tremor. Two reprogramming dates were (B)(6) 2015. Further follow-up is being conducted.